Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of blood loss, infection, impaired healing, and fluid discharge are known risks associated with implant of ams 700 ipp devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient originally had his inflatable penile prosthesis (ipp) device implanted in (B)(6) 2023. The patient is diabetic and has coagulation issues. One week after the device was implanted, the patient underwent an exploratory laparotomy in order to identify the source of bleeding. During the procedure, it was identified that the patient never healed. It was also observed the patient was bleeding from the scrotum. During the first week in (B)(6) 2023, it was identified that the patient had an infection. The patient then underwent a procedure to have the entire device explanted. At that time visible discharge was observed. The patient was then given antibiotics for treatment of the infection. No further complications were reported.

Event description:
It was reported that the patient originally had his inflatable penile prosthesis (ipp) device implanted in (B)(6) 2023. The patient is diabetic and has coagulation issues. One week after the device was implanted, the patient underwent an exploratory laparotomy in order to identify the source of bleeding. During the procedure, it was identified that the patient never healed. During the first week in (B)(6) 2023, it was identified that the patient had an infection. The patient then underwent a procedure to have the entire device explanted. At that time visible discharge was observed. The patient was then given antibiotics for treatment of the infection. No further complications were reported.